Event description:
The customer reported that the left monitor on the system would not display an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The circuit boards and connectors were reseated. The system was tested and operates as intended.